Event description:
Customer reportedly rec'd results of 389 mg/dlon her meter and 139 mg/dl on a professional meter within 10 minutes. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. A requested return of suspect device and replacement was sent.